Manufacturer narrative:
It was reported that the implant came out of the bag with a residue. The case was completed successfully. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the implant came out of the bag with a residue. The case was completed successfully.